Event description:
The event is reported as: cracks were found in the mouthpieces prior to pt use. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.